Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, the device was not returned for evaluation; however, one image was provided and reviewed. The image reveals a filter with three detached limbs. Therefore, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model rf048f filter limbs detached and embolized to the pulmonary artery. The filter and detached limbs were removed percutaneously. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) male patient was (B)(6) lbs.